Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with several non-sustained right ventricular oversensing episodes and two ventricular fibrillation episodes on the right ventricular lead that were due to noise. The noise could not be reproduced in clinic. The patient had stated that they frequently worked with power tools. No intervention was performed and the patient will continue to be monitored.